Manufacturer narrative:
(B)(4). In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced pain at the lead site since it was implanted and the pain was getting worse. Images taken revealed the lead to be in the same location as implant; however, a lateral image revealed the lead electrodes were not positioned correctly on the spinal cord. The patient was prescribed medication for the pain. The patient underwent surgery where the lead was repositioned on (B)(6)2017. The patient reported the pain issue has resolved.